Manufacturer narrative:
Siemens filed the initial MDR 2247117-2021-00022 on 09-jul-2021. Additional information (28-oct-2021): siemens reviewed the immulite 2000 xpi instrument files for the result in question (sample accession # (B)(4)) and identified no sample or reagent level sense issues and no instrument errors that affected the discrepant result. Siemens performed troubleshooting, and the cause for a false-positive human chorionic gonadotropin (hcg) result on one patient sample is unknown. Siemens monitored the hcg assay performance and noted no issue or recurrence of the reported event. Siemens cannot rule out contributing factors such as sample integrity or preanalytical variables as a potential cause of the event. The immulite 2000 xpi instrument is performing as expected, and no further evaluation of the device was required. Siemens updated section h6 (type of investigation, investigation findings, and investigation conclusions) to include new codes.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2021-00022 on 19-jul-2021. Siemens filed the supplemental MDR 2247117-2021-00022_s1 on 24-nov-2021. Siemens reviewed additional information regarding falsely elevated human chorionic gonadotropin (hcg) results and concluded no hardware-related malfunction with the immulite 2000 xpi instrument. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that one patient sample result was positive. The customer noted that quality controls (qc) recovered within range, and there was no issue with the calibration. Siemens is investigating the event.

Event description:
The customer obtained a discordant false-positive human chorionic gonadotropin (hcg) result on the immulite 2000 xpi instrument and reported the result to the physician(s). The customer used the same patient sample and instrument to perform repeat testing in duplicate. The repeat results were lower, and the customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the false-positive hcg result.